Event description:
During the procedure, the arterial pump stopped. The perfusionist noticed a drop in blood pressure. The display was on, but the pump was not functioning. The speed control knob was turned down, then turned back up and flow was restored. There was no report of pt injury. The hospital indicated that they would file a medwatch report.

Manufacturer narrative:
Pt info was not provided. A follow-up report will be forwarded when this info is received. The hospital acknowledged that the pump was serviced by an outside vendor prior to this incident. Their service record indicated no problems with the pump. A sorin group USA service rep was called to the customer facility to evaluate the reported issue. The service rep inspected the pump, no issues were noted. The pump was run for several hours over multiple days without occurrence of errors or problems. The system successfully completed all test parameters. The reported failure could not be duplicated. The pump was returned to service.